Event description:
The customer reported to olympus, the video system center had image failure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is currently underway. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.